Event description:
Patient presented to (B)(6) emergency room on (B)(6) 2021 with complaints of mild pain with deep breaths. CT scan showed micro perforation, per physician. Lead was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.